Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was not confirmed. Due to damage on the guide pin of the electrical connector, water tightness was lost. Due to damage on the bending section cover, insulation resistance value at the distal end did not meet the standard value. Due to nozzle clogging, the amount of water contact did not meet the standard value. Due to clogging of the air/water-tube, the water supply volume did not meet the standard value. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The connecting tube, plastic distal end cover, scope connector, scope connector cover unit, switch box has a scratch, forceps channel port, and grip had a scratch. The air/water cylinder and suction cylinder had discoloration. The foreign material in the nozzle could not be removed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope was leaky. No patient harm reported. During the evaluation of the device, it was noted the nozzle was clogged with foreign material due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the nozzle was clogged with foreign material due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus could not identify the foreign material or specify the root cause of the material caught in the nozzle. However, since it could not be removed, it was likely the customer was unable to remove the material from the nozzle even though they reprocessed the device properly in accordance with instructions for use (IFU). Olympus will continue to monitor field performance for this device.